Event description:
It was reported that this right atrial (ra) lead exhibited low out-of-range pace impedance measurements less than 200 ohms seven times in the past year. It was noted that the ra pace impedance measurement at implant was 550 ohms. There were no false atrial tachy response (atr) episodes and no oversensing noted, and the device is currently programmed to wi 40. The cause of the out-of-range pace impedance measurements was not conclusively determined however possible causes, such as insulation damage or emi, were discussed. This ra lead remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).